Event description:
It was reported that the patient presented for a procedure. During the procedure, the right atrial (ra) lead exhibited noise once connected to the device. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. The helix was found to be retracted and clogged with blood. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.